Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a respiratory infection and subsequently experienced an elevated blood glucose (bg) level of 435 (mg/dl). System check with tandem technical support indicated that the pump was performing as intended. Customer administered injections to treat bg level. Recommendation was made to discuss pump settings with health care provider.